Event description:
The field sales associate (fsa) reported the following: on (B)(6) 2013, the patient was implanted with a gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that during the procedure while ballooning the gore® excluder® aaa endoprosthesis in the left common iliac artery the native vessel on edge of implanted device ruptured. Reportedly the physician was aggressively ballooning the edge of the implanted graft. A gore® viabahn® stent was implanted in the area of rupture. The patient tolerated the procedure. Additional information obtained from fsa. The native vessel at edge of implanted was ruptured. A blood transfusion during the procedure was required (2-3 units of packed red blood cells). A mob37 balloon was being used (the lot/serial number is unknown; it was hospital inventory). No further information is available.

Manufacturer narrative:
-Patient medications: nitrostat, lascivious, eliquis, prilosec, coreg, lipitor, losartan, albuterol, and tylenol -patient dob or age is not available the gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to vascular trauma (e.g., rupture). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.